Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2010-02017 for the other associated device information. It was reported to boston scientific corporation that two speedband superview super 7 multiple band ligators were used during a gastric variceal banding performed on (B)(6), 2010. According to the complainant, during the procedure, they attempted to deploy a band and it would not deploy off the ligator head. They removed the first device and it was noticed that the band was twisted within the other bands and appeared to be melted on the ligator head. The second device was used and it prematurely deployed as they were advancing towards the site. It was reported that it was difficult but they used the second device to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4).the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.